Manufacturer narrative:
Relevant additional information has been received for this event. This information is being provided in this supplemental report. The initial reporter is a biomedical technician ii. Event took place during set up. There was no patient involvement.

Manufacturer narrative:
There is no additional information available for this event yet. Event date is not known. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device had an image issue. Either the image was unavailable or the image was of poor quality. There is no reported patient involvement.

Manufacturer narrative:
The device has not been returned. As such, an actual device evaluation is not performed. Evaluation is done by historical records. This supplemental report is being submitted to provide this information. No device repair history available for the past year. The reported image issue of the device can be attributed to large amount of dust or foreign matter inside enclosure, so that dust or other foreign matter temporarily adhered to the electrical contacts of the video connector receiver, possibly causing a failure. Root cause cannot be conclusively determined as device is not returned.